Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 30july2024 it was reported to arthrosurface that a patient of unknown age and demographic received a wristmotion implant on an unspecified date and that the implant is loosening at the stem and that the patient will require a revision. It is unknown when the revision procedure will performed. The current status of the patient is unknown. Additional information was solicited.

Manufacturer narrative:
This case is still under investigation. A supplemental report will be submitted upon receipt of new and relevant information or upon completion of the investigation at the manufacturing plant. Supplemental submission: the reported event is not confirmed. Additional information was not provided upon request. The cause of the reported event could not be determined. The patient will require a revision in the future, but the revision was not scheduled at the time of the investigation. The current status of the is unknown. The batch record was reviewed. There was no non-conformances related to the reported event. The product lot was manufactured and released to applicable procedures and specifications. A three-year retrospective review of all ncrs was conducted for this product. There was no non-conformances related to the reported event. A supplemental report will be submitted upon receipt of new and relevant information. The reported event will continue to be monitored and trended for future analysis.

Event description:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report does not reflect a conclusion by anika or its employees that the report constitutes an admission that the device, anika, or its employees caused or contributed to a potential patient event documented on this report. On 30july2024, it was reported to arthrosurface that a patient of unknown age and demographic received a wrist motion implant on an unspecified date and that the implant is loosening at the stem and that the patient will require a revision. It is unknown when the revision procedure will performed. The current status of the patient is unknown. Additional information was solicited.